Manufacturer narrative:
The device was returned for evaluation and intended for treatment. There was no relationship found between the reported incident and the returned device. Visual inspection of the returned controller had minor scratches and a crack on the display screen. Functional evaluation revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: (1) there could have been a power surge to the controller which could have cause controller to overheat, (2) there may have been a loose power connection, or (3) the vents of the controller may have been obstructed which could cause a smoking smell. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.

Event description:
The device was overheating and smoking. No reported patient complications.